Event description:
Customer reported that the insulin pump was recently exposed to water and moisture was now visible in the display. Customer also reported that the insulin pump returned a button error alarm along with two additional error alarms. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent response, due to corroded keypad traces. No unexpected alarms noted during testing. Insulin pump passed self test. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads. Insulin pump received with moisture damage noted on the electronics and vibrator motor.